Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device: 5086mri implantable pacing lead (B)(6) 2013.

Event description:
It was reported that one day post implant, it appeared as there was no capture on the atrial lead. Electrogram strips were reviewed and it appeared to be retrograde due to consistent atrial blanking after every ventricular pace and at a consistent interval. The atrial sensitivity was adjusted and programming changes were discussed. There was no more retrograde with that. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.